Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the monitor was received damaged. The monitor's electrode belt connector was cracked around the monitor enclosure, and a wire was cut within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was receiving check therapy electrode messages.